Event description:
During eval by baxter, the spectrum pump was found to have a stuck number eight key. There was no pt involvement. No add'l info is available.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The eval found the number "8" key to be stuck. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the #8 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 18 will be displayed, alphabetically: when the "abc" key is pressed, av will be displayed interfering with mdl drug searching opportunities). The keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.